Event description:
Prior to connecting transport system to an isolette for in-house transport the clinician noted that the battery charging lamp was solid yellow and indication a charging issue with the internal battery. Use contacted biomedical to determine cause of failure. Biomedical noted that this was a second occurrence on the transport device. The original failure noted "battery health status" lamp blinking red. This occurrence noted solid yellow battery health lamp lit. Biomedical removed device from service and contacted MFR. Biomedical also noted this transport system underwent a field service corrective action on the charging issue a year ago. These transports are normally used for ~45 minutes and typically average between 1 and 3 patient transports a day. They are recharged immediately after transport and according to the ifus (2 hours minimum recharge time after transport and 16 hours once a week). Manufacturer response for transport device, giraffe shuttle (per site reporter): manufacturer to arrive and evaluate unit.